Manufacturer narrative:
Device not returned. Additional manufacturer narrative: av disruption is a complication that typically results from an aggressive debridement of calcified tissue during mitral valve surgery prior to valve implantation. Av disruption has a mortality rate of up to 50% and needs to be repaired urgently. When this complication is associated with mitral valve replacement, it is typically related to excessive debridement of the mitral annulus, a calcified or fixed mitral annulus, excessive debridement or excision of the papillary muscles, or aggressive retraction of the apex of the heart after prosthetic valve placement. In this case, the device was explanted and replaced with a smaller sized prosthetic valve. The surgeon has confirmed that there was no malfunction or deficiency related to the edwards device. The device history record (DHR) review was also completed and this device passed all manufacturing and sterilization inspections.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted at implant due to atrioventricular dehiscence. The healthcare provider also noted that there was no malfunction or deficiency related to the edwards valve. The explanted device was replaced with another edwards bioprosthetic valve. No other details.